Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were noted on the right atrial (ra) lead. Provocative testing was performed and noise was reproduced. The physician alleges insulation damage as the cause, although it was not confirmed. No intervention was performed. The patient was in stable condition.

Event description:
Additional information received indicated the lead was capped and replaced during a device replacement procedure. The patient was in stable condition following the procedure.